Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the lead not being connected right and having every impedance out of range was unknown; same impedance results when connected and tested on the other wens. The patient's therapy was programmed on the lead that had all in range impedances. The cause of the patient struggling to get up and move around the pre-op room was unknown. Patient received assistance from the or staff. Patient received adequate pain relief during the trial and when their leads were removed they decided they would like to get the permanent. The information has been confirmed with the physician/account.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, serial#: (B)(6), product type: screening device product ID: 977d260, serial#: (B)(6), product type: screening device. Correction g4 previously missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). The reason for call was rep states that while in a trial case yesterday, one of the leads showed two electrodes out of range when connected to the wens. Rep states the patient had struggled to get up and move around the pre-op room. Upon looking at impedances again, one lead showed every electrode out of range except one that had an x, and the other lead showed several electrodes out of range. Rep states the lead that had every electrode out of range was not connected right, so they took the lead out and wiped it down and placed it back in again, but it showed the same thing. The rep states she tried a brand new wens and had the same impedances, but the second lead showed 4 electrodes out of range and 4 green. Rep states she had the patient move around, but they still saw the same thing.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type screening device product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: (B)(6) 2027, UDI#: (B)(4); product ID: (B)(4), serial/lot #: (B)(6), ubd: (B)(6) 2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.